Event description:
During cholecystectomy in 2002, pt had flat drain placed. Ten days later, drain was unable to be removed. Pt returned to o.r the next day for removal of the drain; the drain was found to be broken in half.